Event description:
The patient reportedly experienced an ear infection after the implant surgery. The patient was treated with antibiotics (type unknown). The patient reportedly experienced another infection and was given antibiotics (cloranfenicol and levofloxacino). The antibiotic treatment did not resolve the issue and patient was explanted.